Event description:
It was reported that the area on the customer's insulin pump where the reservoir locked into place was broken and the reservoir could not fully lock into place. The customer's blood glucose was 195 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads.